Event description:
The source literature reported that 60 patients with subcutaneous implantable cardiac defibrillator (s-ICD) systems were monitored in comparison to 198 patients with transvenous systems to observe potential device and lead-related complications over a median of 84 months. All patients were previously diagnosed with drug-induced type 1 brugada syndrome (brs). 2 patients with s-icds received inappropriate shock therapy due to air entrapment over-sensing. One patient had an unspecified device-related complication. One patient required surgical intervention to revise the s-ICD electrode due to dislodgement and a fractured conductor. Additionally, one patient was diagnosed with an infection resolved by surgical intervention. It was concluded after statistical analysis that there were no significant differences in inappropriate therapy or infections for the s-ICD group vs the transvenous group. However, there was a reduction in lead-related complications requiring surgical intervention in the s-ICD group. The specific model(s) of the s-icds were not provided and it is unknown what devices were used in the transvenous group. At this time, the s-ICD systems remain implanted and in-service. The revised electrode was not returned for analysis. All patients were stable with no additional adverse effects.